Manufacturer narrative:
Analysis of anchor model 3550-39 lot# n310196 showed that the anchor had become separated. Analysis of anchor model 3550-39 lot# unknown showed that the anchor had become separated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(6), 2009). Lead model 3776-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), lead model 3776-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), anchor model 3550-39, lot# n310196, implanted: 2011-(B)(6), explanted: 2012-(B)(6), anchor model3550-39, lot# unknown, implanted: 2011-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a back cramp that required them to maneuver and twist their body in order to uncramp. During these body maneuvers, the patient felt a pull around the lead area that resulted in a loss of stimulation, decreased therapeutic effect and stimulation in the wrong location. It was found that this was due to lead migration. During the revision surgery, the physician found the lead anchors dislodged and separated into two pieces. The titanium had been pulled away from the rubber covering of the anchors. The leads were first revised with a revision kit but then had to be changed out altogether for an unspecified reason. The patient had received great coverage intra-op, but post-op the therapy only covered her right side. It was noted that the patient's pain was mostly on the left side of their body. The patient will follow up with physician on (B)(6)-2012. Additional information indicated that there was no injury to the patient and the patient recovered without sequelae.